Event description:
It was reported that the patient presented with dizziness and shortness of breath. Upon review it was noted that there was possible far field r-wave (ffrw) oversensing from the right atrial (ra) lead on presenting electrograms (egm). Further review of the transmission also showed additional atrial oversensing and undersensing on stored egms and a failed atrial lead position check. It was also reported that ra lead undersensing may have resulted in possible inappropriate anti-tachycardia pacing (atp) and high voltage therapy for an supra ventricular tachycardia (svt) episode detected as ventricular tachycardia (vt). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.